Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As reported initially by an eye care provider (ecp) via email on 04/11/2017, four consumers experienced a fungal infection in the iris. Additional information has been requested but has not been received.